Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. No increase in complaint activity for reagent lot 54288ud00. Ticket tracking and trending was reviewed and did not identify any related trends for the product for the issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient results for the lot reviewed are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. The device history record was reviewed and did not identify any non-conformances or deviations associated with the reagent lot 54288ud00. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 54288ud00.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for one female patient with no signs of myocardial infarction (mi) and a normal echocardiogram (ECG) was obtained. The following data was provided (the customer¿s decisional cutoff is 50 ng/l): sid (B)(6): troponin-I result = 1098 ng/l (troponin-I = 631 ng/l after adsorption of the heterophilic antibodies in an hbt tube (heterophilic blocking tube, expiration date: april 2024). Sid (B)(6): troponin-I result = 1147 ng/l (result = 635 ng/l after adsorption in an hbt tube (heterophilic blocking tube). The results of the troponin-t (hs) from another technique generated a result of 5.04 ng/l (negative) there was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) same patient). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for one female patient with no signs of myocardial infarction (mi) and a normal echocardiogram (ECG) was obtained. The following data was provided (the customer¿s decisional cutoff is 50 ng/l): sid (B)(6): troponin-I result = 1098 ng/l (troponin-I = 631 ng/l after adsorption of the heterophilic antibodies in an hbt tube (heterophilic blocking tube, expiration date: (B)(6)). Sid (B)(6): troponin-I result = 1147 ng/l (result = 635 ng/l after adsorption in an hbt tube (heterophilic blocking tube) the results of the troponin-t (hs) from another technique generated a result of 5.04 ng/l (negative) there was no impact to patient management reported.